Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge was not worked. The field service engineer has canceled the work order and did not provided any information. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge was not worked, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.